Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system stored an untreated episode due to oversensing of non-physiologic noise. During an office visit, the clinic told the patient that the electrode was broken. Further information was received indicating the s-ICD system was turned off as a result of the noise issue. In addition, the electrode tip dislodged to the breast tissue and the s-ICD migrated as well. The electrode remains implanted and there were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system stored an untreated episode due to oversensing of non-physiologic noise. During an office visit, the clinic told the patient that the electrode was broken. Further information was received indicating the s-ICD system was turned off as a result of the noise issue. In addition, the electrode tip dislodged to the breast tissue and the s-ICD migrated as well. The electrode remains implanted and there were no adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system stored an untreated episode due to oversensing of non-physiologic noise. During an office visit, the clinic told the patient that the electrode was broken. Further information was received indicating the s-ICD system was turned off as a result of the noise issue. In addition, the electrode tip dislodged to the breast tissue and the s-ICD migrated as well. The electrode remains implanted and there were no adverse patient effects.

Event description:
It was reported that the system stored an untreated episode due to oversensing of non-physiologic noise. During an office visit, the clinic told the patient that the electrode was broken. The electrode remains implanted. There were no adverse patient effects.